Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had tf 401/316. This unit had a blower replaced in july and still having issues with the same alarms. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: a field service engineer (fse) was dispatched to the customer facility. During an internal inspection, it was observed that the inspiration block cable was not connected. The cable was reconnected, and recalibration was performed; however, the tf401 alarm persisted. Consequently, the inspiration block was replaced to resolve the reported issue. All work was performed in accordance with the bellavista 1000 service manual, revision 01 (september 2021). An electrical safety test (est) and performance check were conducted, both of which passed. The ventilator is now operational and meets OEM specifications. However, the defective inspiration valve has not been returned to the fa lab for further evaluation. Without its return, determining the root cause of the reported issue is not possible. Once the parts are returned to fa lab, we will reopen the claim to adjust the value-added findings.